Manufacturer narrative:
Concomitant medical products: boston scientific alliance inflation device, cook ds 60 cc syringe. For the one (1) reported event, the device was returned to cook endoscopy and the operating condition was confirmed. Our laboratory evaluation of the product said to be involved confirmed the report. During a visual inspection of the balloon material, a large split is present in the balloon material. The split is positioned 1 cm from the proximal end of the balloon to 1 cm from the distal end of balloon. Due to the condition of the balloon material, a functional test could not be performed. The catheter of the device does not exhibit any stretched or damaged areas. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The reporter specified that the balloon was not lubricated prior to advancement through the accessory channel of the endoscope. A possible contributing factor to balloon damage is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. The reporter was unable to specify if negative pressure was applied to the balloon device prior to advancement through the accessory channel of the endoscope. Another possible contributing factor to balloon damage is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Damage to the balloon material can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: ¿do not pre-inflate the balloon.¿ the instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. The instructions for use contain the following warning: ¿during dilation, do not inflate balloon beyond the maximum indicated inflation pressure.¿ over inflation can cause damage to the balloon dilator. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. The report indicates that the balloon was inflated to eighteen (18) mm, then directly to twenty (20) mm. The instructions for use state: "inflate the balloon to the pressure corresponding to the smallest balloon diameter and maintain until desired dilation is achieved. To achieve increasingly larger balloon diameters, increase pressure as indicated on catheter tag." Prior to distribution, all hercules 3 stage balloon esophageal are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that during an esophageal dilation procedure, the physician used a cook hercules esophageal balloon dilator. The esophageal balloon dilator burst when inflated. The event did involved a patient. The patient is (B)(6). The patient is a male. There were no consequences to the patient. Per complaint form received on 02/25/2016: there was a meat impaction, then upon examination with the endoscope, the meat had passed through to the stomach. However, when the doctor continued to evaluate the esophagus, he discovered a schatzki ring which is a narrowing of the esophagus and causes dysphasia or difficulty in swallowing. The doctor had the nurse inflate it [the balloon] to the first size of eighteen (18) mm (2atm pressure) and then directly to twenty (20) mm (6 atm pressure). After thirty (30) seconds at the highest pressure, the nurse felt the pressure decrease immediately by the gauge. They pulled the balloon out and discovered a long tear in it. There was no problem with the patient. They used another of the same balloon to finish the dilation-dilating to twenty (20) mm again and keeping it for another thirty (30) seconds for a total of 1min. Per medwatch report received on 03/02/2016: "product damage. Cook medical dilation balloon, size 18-19-20, during egd ruptured when inflated to 20 mm for thirty (30) second. Used second dilation balloon effectively."

Manufacturer narrative:
Manufacturer exemption number: e2015051. This MDR report is part of the 227 pilot program. Continued from section d 11: boston scientific alliance inflation device, cook ds 60 cc syringe. For the one (1) reported event, the device was returned to cook endoscopy and the operating condition was confirmed. Our laboratory evaluation of the product said to be involved confirmed the report. During a visual inspection of the balloon material, a large split is present in the balloon material. The split is positioned 1 cm from the proximal end of the balloon to 1 cm from the distal end of balloon. Due to the condition of the balloon material, a functional test could not be performed. The catheter of the device does not exhibit any stretched or damaged areas. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The reporter specified that the balloon was not lubricated prior to advancement through the accessory channel of the endoscope. A possible contributing factor to balloon damage is inadequate lubrication of the balloon with a lubricating agent. The instructions for use direct the user to "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." This activity will aid in endoscopic advancement and balloon preservation. The reporter was unable to specify if negative pressure was applied to the balloon device prior to advancement through the accessory channel of the endoscope. Another possible contributing factor to balloon damage is failure to apply negative pressure to the balloon dilator prior to advancement through the endoscope. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Damage to the balloon material can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: do not pre-inflate the balloon.¿ the instructions for use direct the user to ensure the balloon is completely visualized and positioned before inflation. The instructions for use contain the following warning: during dilation, do not inflate balloon beyond the maximum indicated inflation pressure. Over inflation can cause damage to the balloon dilator. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. The report indicates that the balloon was inflated to eighteen (18) mm, then directly to twenty (20) mm. The instructions for use state: "inflate the balloon to the pressure corresponding to the smallest balloon diameter and maintain until desired dilation is achieved. To achieve increasingly larger balloon diameters, increase pressure as indicated on catheter tag." Prior to distribution, all hercules 3 stage balloon esophageal are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that during an esophageal dilation procedure, the physician used a cook hercules esophageal balloon dilator. The esophageal balloon dilator burst when inflated. The event did involved a patient. The patient is (B)(6). The patient is a male. There were no consequences to the patient. Per complaint form received on 02/25/2016: there was a meat impaction, then upon examination with the endoscope, the meat had passed through to the stomach. However, when the doctor continued to evaluate the esophagus, he discovered a schatzki ring which is a narrowing of the esophagus and causes disphaysia or difficulty in swallowing. The doctor had the nurse inflate it [the balloon] to the first size of eighteen (18) mm (2atm pressure) and then directly to twenty (20) mm (6 atm pressure). After thirty (30) seconds at the highest pressure, the nurse felt the pressure decrease immediately by the gauge. They pulled the balloon out and discovered a long tear in it. There was no problem with the patient. They used another of the same balloon to finish the dilation-dilating to twenty (20) mm again and keeping it for another thirty (30) seconds for a total of 1min. Per medwatch report received on 03/02/2016: "product damage. Cook medical dilation balloon, size 18-19-20, during egd ruptured when inflated to 20 mm for thirty (30) second. Used second dilation balloon effectively."